Event description:
In 2001 end-user called minimed, USA and stated that the infusion sets detach and fall apart on their own. Has happened with sets from 3 boxes. On october 22, 2001 maersk medical received the complaint and 8 unused infusin sets.